Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead associated with this adverse outcome was returned from an unknown source greater than two years from today. No contacts/events regarding the lead have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: 1158t competitor lead, implanted: (B)(6) 2010; a 6935 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
An implantable pacing lead was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately one month post implant of the lead approximately two years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # product ID# 5076-52. A proximal portion was received measuring 9 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.